Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Device memory was reviewed and it was determined the device experienced a da error which occurring due to a bit flip in the active device firmware image in memory. A firmware reset occurs and the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). The s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy.

Event description:
Boston scientific received information that the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. Boston scientific technical services (ts) discussed that a memory inconsistency occurred. This device was not used and another device was successfully implanted. No adverse patient effects were reported.